Event description:
The event involved a chemolock¿ bag spike where the reporter stated that they have been finding small clear bead like particulate in the normal saline non-dehp carrier bags after the bag has been inserted with a chemo lock bag spike. A sample photo was provided showing the particle in the carrier bag. The product always presents well in the packaging, nothing out of the ordinary to visually note. However, when the packages were opened it has been noted a white residue on the bag spike. It has been happening for the last few months. The sample is not available for evaluation due to bags being discarded appropriately due to having hazardous drug in them. There was no patient involvement since it happened during compounding within pharmacy. No one was harmed; there was a patient delay due to the product having to be remixed.

Manufacturer narrative:
The device was discarded and is not available for evaluation. However, a photo was provided. The investigation is pending.

Manufacturer narrative:
The reported complaint of particles in the saline bag could be confirmed from the photo provided. However, without the return of the sample a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.